Event description:
It was reported that the device reached elective replacement indicator (eri) earlier than expected in less than four years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #(B)(4). The device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 407645 implantable pacing lead 2010 (B)(6); 419478 implantable pacing lead 2010 (B)(6); 694758 implantable defib lead 2010 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.